Event description:
It was reported that this pacemaker was unable to function appropriately as the patient indicated having problems with the device. In addition, the patient indicated that this device has moved from the implant site to the shoulder and experienced pain. Boston scientific technical services referred that patient to the following physician for concerns. As of this time, this pacemaker remains in service. No adverse patient effects were reported.